Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1030316. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive results. There is a total of 14 cases of false positive results from (B)(6) 2021 to (B)(6) 2021 (6 analysers). ¿ are you reporting a false positive or a false negative? False positive ¿ what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr tests ¿ what is the result of the confirmatory test? All pcr negative ¿ were any erroneous results reported to the doctors? No ¿ if yes, were any patients treated based on erroneous results? No ¿ if yes, did the erroneous treatment have any adverse impact to the patient(s)? No ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive results. There is a total of 14 cases of false positive results from (B)(6) 2021 (6 analysers). Are you reporting a false positive or a false negative? False positive. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr tests. What is the result of the confirmatory test? All pcr negative. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. "

Manufacturer narrative:
Eua#: (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor" system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor" system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 1030316. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 1030316. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#(B)(4)) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive results. There is a total of 14 cases of false positive results from (B)(6) 2021 to (B)(6) 2021 (6 analysers). Are you reporting a false positive or a false negative? False positive. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr tests. What is the result of the confirmatory test? All pcr negative. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No".